Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. Customer states she had received a motor error. The customer current blood glucose level was 453 mg/dl. The customer was assisted with troubleshooting. The customer stated that drive support cap was normal. Customer was able to clear alarm and insulin pump rewind. The insulin pump will not be returned for analysis.